Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports, the catheter needed to be repaired on (B)(6)2010 due to a hole in the silicone at the end of the adapter. This catheter was placed on (B)(6) 2009. The pt required prophylactic antibiotics.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.